Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutpro-29, serial/lot #: (B)(4), ubd: 27-sep-2022, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was 70% deployed and dislodged. The valve was recaptured and repositioned however the valve came off the paddles while recapturing the valve due a suspected delivery catheter system (dcs) failure. The valve was implanted deep and an echocardiogram revealed trivial mitral regurgitation. Subsequently a second valve was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis of the primary device: upon receipt at medtronic¿s quality laboratory, the handle of the subject delivery catheter system (dcs) was intact. The device was received with the capsule partially opened. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the distal end to the proximal end of the capsule. There was a kink visible to the proximal end of the inner member shaft. The spindle attachment pocket would not face upwards when the dcs was fixed into the loading tray. An evolutpro 26mm valve was loaded onto the dcs, with resistance noted when advancing the capsule over the final art of the valve. The capsule could not be fully advanced to the nosecone. On retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. Conclusion of the primary device: the subject dcs was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force. There was a kink visible to the proximal end of the inner member shaft, however the description of the event does not indicate that this damage occurred during the reported issue. Inner member shaft kinks have historically been observed when the device was returned for analysis with the capsule open and no stylet in place to support the shaft, as was observed in this case. The spindle attachment pocket would not face upwards when the dcs was fixed into the loading tray. It is possible that the paddle pockets or the spine of the dcs became misaligned when coiling the device for return, resulting in the spindle attachment pocket not facing upwards in the loading tray. An evolutpro 26mm valve was loaded onto the dcs, with resistance noted when advancing the capsule over the final art of the valve. The capsule could not be fully advanced to the nosecone. It seems most likely that the resistance encountered and subsequent issues with the capsule not fully advancing to the nose were due to the coiling of the device for return, however this cannot be conclusively confirmed. The reported event indicates that the valve was 70% deployed and dislodged. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The paddles can be released from the pockets when the radiopaque capsule marker band reaches the distal end of the radiopaque paddle attachment. The user most likely went beyond the point of no recapture. The evolut pro system instructions for use (IFU) instructs "once the radiopaque capsule marker band reaches the distal end of the radiopaque paddle attachment (point of no recapture), retrieval of the bioprosthesis from the patient (for example, use of the catheter) is not recommended. Retrieval after the point of no recapture may cause mechanical failure of the delivery catheter system, aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery". A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6. Specific to the concomitant device - eval code method, eval code result, and eval code conclusion additional codes: annex g conclusion: the device history record for the complaint device was not required as the event description does not indicate a potential manufacturing issue. There was no information to suggest a device quality deficiency related to this event. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. Procedural images were submitted to medtronic for review, the excerpt from the image subject matter expert report follows: per the image review report, only two videos were provided for this event and neither provided relevant information to make a conclusion about the described event. One video provided confirmed a good valve load per medtronic best practices of one of the two valves mentioned in this event description. The other video provided showed the outflow portion of a transcatheter aortic valve (tav) right after it had been deployed with the nose cone not yet retracted back through the released tav. Because the image did not show the inflow portion of the deployed tav, there is no way to assess the tav implant depth. The delivery catheter system (dcs) was still in position where it looked like the tav had just been deployed. No visible evidence was provided to confirm the valve frame came out of the paddle pocket of the dcs during recapture. Mitral regurgitation post aortic transcatheter implant can potentially be caused by patient anatomical and procedural factors, where the implant depth may cause impingement to the mitral valve/apparatus potentially leading to a compromised mitral valve function. In this case, it was reported that the valve was implanted deep. Although this was a likely contributing cause, this could not be confirmed by medtronic with the limited information available, so a conclusive root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.